Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, further specified as an inappropriate bypass of a drain, not including the initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:46:27. During night drain cycle eight, the patient's ultrafiltration reading was 1691ml, indicating the home patient drained 1691ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.